Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced pain shortly after the trial procedure. X-rays showed one lead had shifted close to the dura. This lead was removed and the patient continued the trial. The patient had a successful trial and will be implanted with the permanent device.